Event description:
On (B)(6) 2012, the lay user/reporter in spain, the patient's husband, contacted lifescan to report the one touch ultra 2 meter was giving inaccurately high readings. On (B)(6) 2012 the technical support representative (tsr) spoke with the patient to obtain and verify information. On (B)(6) 2012 at 10:30 pm, the patient obtained the blood glucose reading of 120 mg/dl on the reported meter. At that time, the patient was experiencing the symptoms of shaking and unconsciousness. The patient's husband contacted emergency services; he did not provide the patient any treatment before paramedics arrived. Paramedics arrived fifteen minutes later, and tested the patient's blood glucose level to be 40 mg/dl. The patient was transported to the emergency room, where her blood glucose level was tested to be 31 mg/dl. The patient was treated with a glucagon injection and juice to drink, and felt better afterwards. The patient noted that earlier on the day of this event, she obtained the morning blood glucose reading of 206 mg/dl and at 7:00 pm a reading of 220 mg/dl. Based on the reading of 220 mg/dl at 7:00 pm, the patient's son gave her a dose of insulin. The patient was unable to provide any information about the type and dose of insulin given, or her insulin regimen. Troubleshooting revealed the meter was set to the correct unit of measure, the patient's testing technique was correct, and the test strips were in good condition and within opened expiration dating. The meter and test strips were replaced. The patient allegedly suffered symptoms and blood glucose levels suggesting severe hypoglycemia after taking an insulin dose based on an elevated meter reading, and received emergency medical attention and treatment with glucagon. Therefore this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
(B)(4): the meter passed testing and functioned properly; no faults were found. The test strips also passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The retain test strips were tested and they passed testing with no faults found.